Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced low blood glucose levels of 21 mg/dl. The customer was treated for the low blood glucose with food. Customer¿s other blood glucose level was 118 mg/dl and 359 mg/dl. Customer was neither in emergency room nor admitted into hospital and based on customer report customer did not allege insulin pump was under delivering. Auto mode feature was active and automatically adjusting insulin at time of low blood glucose event. The insulin pump will be returned for analysis.